Event description:
The company received information that suggested that when attempting to suction the patient using a 10fr suction catheter, they stated they were not able to pass the catheter through the proximal end of the tracheostomy tube. The customer reported that the patient was re-intubated and that the suction catheter passed properly through the new tube. There was no patient harm reported. The customer stated they will return the sample for investigation.